Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient was seen post implant, loss of capture was noted on the ra lead. Lead dislodgement was confirmed on x-ray. The temporary-permanent pacer and lead was explanted and replaced. The patient was stable before, during and after the procedure.